Event description:
The following info is from (B)(6) to nakanishi inc. (Nsk), regarding a device manufactured by nsk for (B)(6). Summary: during a bite adjustment, with water running through the handpiece, the pt felt discomfort. The doctor detected it was every time the head cap of the handpiece touched the pt's tongue. Doctor felt the handpiece and it was hot. The doctor pulled the handpiece from rotation and finished the bite adjustment with a different handpiece. No ointment applied, no lasting blister. They spray the handpiece with lube after each use, prior to autoclaving it. Nakanishi has requested add'l info from (B)(4) regarding this event via written letter sent (B)(4) 2014. B-USA did not return handpiece to nsk for the manufacturer's eval.

Manufacturer narrative:
We have tried to get more information for this event. We asked b-USA to get more detail information from patient on (B)(4) 2014 by e-mail. But we could not get any additional information up to now. As an investigational approach nakanishi inc., (B)(4) (manufacturer) examined the DHR for device (forza f5, serial no. (B)(4)). Nakanishi inc. Concluded that no problems had occurred during manufacturing or testing of the subject device, as evidenced in the DHR.